Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal laparoscopic surgery, while cutting at the rectum, the stapler was unable to fire although the surgeon was able to press the green button and squeeze the handle. The surgeon used the first stapler with a purple load, but there was a noise and it was impossible to fire. He changed the load but with the same issue. He took a second stapler, the same occurred; there was a noise and it was impossible to fire with another purple load. A third stapler was used with a black load, still the same effect. The surgeon used a new stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.